Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported going to the emergency room for an unspecified reason. Device interrogation identified a red alert had been generated for an unspecified reason. A boston scientific sales representative confirmed the patient's emergency room visit was not related to a product performance issue. No adverse patient effects were reported.